Event description:
Positive test kit followed by a negative serum. Retrieved urine sample and retested positive again. Test repeated with a known negative sample and results were positive. Did further testing with a second lot and all controls tested properly. Began running tests again. Later opened a new lot and ran control. Negative control came up positive.